Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported by the customer's mother that their insulin pump had alarmed no delivery. Customer declined further troubleshooting and is treating with manual insulin injections. Customer's blood glucose level was 470 mg/dl at time of reporting. Nothing further reported.